Event description:
It was reported that the patient presented to the hospital for a routine generator change procedure on (B)(6) 2022. Upon examination of lead, chest x-ray found that there was externalization of conductor on the right ventricular (rv) lead. The physician capped and replaced the rv lead on (B)(6) 2022. The patient was in stable condition before, during and after procedure.